Manufacturer narrative:
This report os for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: gupta, a., anjum, r., singh, n, hackla s.(2015), outcome of distal both bone leg fractures fixed by intramedulary nail for fibula & mippo in tibia, the archives of bone and joint surgery, vol 3(2), pages 119-123 (india). The aim of this prospective study was to analyze the results of fractures of the distal in both leg bones managed by the minimally invasive percutaneous plate osteosynthesis (mippo) procedure for tibial fractures and a rush nail for fibular fractures. Between november 2012 and may 2014, a total of 30 patients (18 males and 12 females) with a mean age of 42.4 (20-60 years) were treated with mippo for tibia using an unknown synthes ao plate and rush nail fo fibular fractures. The patients with skin blistering and compound fractures were excluded from this study. Regular follow up of patients was done at the immediate post-operative period and at 3, 6, 12 and 24 weeks. The following complications were reported as follows: 3 patients developed superficial wound infection at the tibial incision and they were treated with a change of antibiotics. 2 cases of delayed union were seen. This report os for an unknown synthes screws. This is report 2 of 2 for (B)(4).